Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed cartridge and infusion set to address the issue. There was no adverse impact to the customer¿s blood glucose level.